Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. After visual inspection, the instrument was found to have damaged conductor wire at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a frayed wire at the tip. The procedure was completed with no reported injury.